Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
Evaluation summary: the trellis catheter and odu were received for evaluation. The two units were separated (not loaded). No other ancillary devices or cine images from the procedure were received for evaluation. The components of the odu exhibited dried blood residue on the surfaces but there were no indications of delamination of the dispersion wire. The catheter also exhibited significant blood residue on the catheter surfaces. A water-loaded syringe was attached to the proximal balloon port and was discharged. The balloon inflated and quickly leaked through a pinhole on the distal end. The material surrounding the leak exhibited what appeared to be an abrasive wearing away of the balloon material.

Event description:
The customer reported that there was delamination of the dispersion wire and a pin hole in proximal balloon. No injury to the patient was reported.